Event description:
Edwards has learned of a valve-in-valve intervention to correct a failing 27mm aortic pericardial surgical valve due to severe aortic stenosis. The patient is a (B)(6) male and was implanted with a sapient xt 29mm transcatheter valve into a 27mm aortic pericardial valve in the aortic positon. At the time of intervention, the 27mm aortic valve had been implanted for nine (9) years, two (2) months and three (3) days. The patient tolerated the tavr procedure well. This patient was born with truncus arteriosus. At age 16 (in 2006), the 27mm aortic valve was implanted and a 22mm pulmonic homograft rv-pa was performed. At the start of this case, the patient's bp was 80/60s and immediately following tavi, bp had increased to 110/70. The patient reportedly had a pre-operative gradient of 80mmhg due to severe calcification and a post-operative mean gradient of 8mmhg. Patient is currently in chf, on ECMO, ef 25%. He is on the wait list for a heart transplant. No reports are being made available.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve intervention. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The report of event indicated this device was calcified. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. This patient had multiple comorbidities indicating the failure of this device most likely was due to patient factors. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.